Event description:
It was reported that after replacing a freestyle libre 3 plus sensor, the ilet displayed ¿connect cgm or enter bg¿ and did not show glucose data until the user rescanned the sensor, after which pairing completed and glucose reading displayed, consistent with a transient interoperability and intermittent communication issue involving the sensor connection. User experienced a blood glucose peak of 186mg/dl with no associated adverse clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed an interoperability problem characterized by intermittent communication, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was electrical and magnetic communication factors related to the antenna path that resulted in an intermittent connection, which resolved with rescan and successful pairing.